Event description:
It was reported that during a tumor resection procedure, the tissue pad was detached off after about 10 times actuations. The tissue pad detached off when the tip of the device was cleaned. The fallen piece was discarded. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.